Event description:
The user facility reported that the pt was admitted to an unk hospital on (B)(6) 2014, "a few hours" after completing dialysis treatment due to bleeding at the incision site on the back of his neck where a cyst was removed, and at his tunneled right jugular dialysis catheter site. The sample was discarded.

Manufacturer narrative:
Based on the information provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting pt medical records and treatment data information regarding the reported episode of bleeding following the pt's hemodialysis dialysis treatment. A supplemental medwatch report will be submitted upon completion of the investigation. Related MDR: 1713747-2014-00179.